Manufacturer narrative:
It was reported that the device was not in use with a patient as the event occurred during testing.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens. Event log history was performed and indicated that high alarm displayed, and high alarm silenced were recorded in history. During analysis, the reported problem regarding "cassette not attached properly" due to contaminated downstream occlusion (dso) sensor was able to be duplicated. Service will replace the dso sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached properly". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.